Manufacturer narrative:
To date the device has not been for evaluation and root cause analysis. A review of the device history records for the finished good lots, did not identify any quality issues during the incoming, manufacturing, in-process, final inspection processes or sterility records. There have been no lots released for distribution which failed to meet any of the product specifications or current acceptance criteria. Without reviewing and testing the complaint device or receiving pertinent details regarding the pre-operative preparation of the device, procedure performed, culture results of the reported infection, patient¿s pre-existing health conditions/allergies, post-operative instructions or events that may have occurred and/or contributed to the report of infection and wound dehiscence a definitive root cause cannot be determined at this time.

Event description:
It was reported by the sales rep that during a lateral knee procedure, the surgeon discovered the stratafix broke down after surgery which caused to the wound dehiscence and infection of the wound. It is unknown how the procedure was completed. It is unknown if a device will be returned.